Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirm that during proactive monitoring, the error message "error_fluostr-imageds" was prompted, system had issue with image processing. During troubleshooting, fse found that issue was with lateral ip pc. Fse replaced the hard disks and reloaded the software for the old lateral ip pc, recreated the image disk but problem reoccurred. Fse replaced the lateral ippc and reloaded the ippc full software and created image disk folder. After replacement system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
During proactive monitoring, the error message "error_fluostr-imageds" was prompted alerting of a system issue processing images. No harm was reported to philips. Philips has started an investigation of this complaint.